Event description:
During inventory inspection it was found that the package of the product was "half seal peel off". The product was not re-sterilized. The product was stored normally at our warehouse and handled on usual consignment procedure. The product box was intact. There were no anomalies except that the seal peeled off. The product was not clinically used.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.